Event description:
The infusion endo-illuminator became occluded during insertion in a vitrectomy procedure. The patient's iop went into the hypotony range. The surgeon removed the suspect infusion endo-illuminator and replaced it with an endo-illuminator from the same lot. The surgeon proceeded as planned with no adverse effects on the patient.